Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 18-jan-2017 attempted to repair detector issues during training. Transferred issue to another fse and on 27-jan-2017 found that detector baseline was very noisey. Changed out detector board assy and I/o board with no change to baseline. Replaced led source with good results. While changing found that flow cell was not correctly seated to the base of the detector houseing. Reseated flow cell and put all orginal parts back in. Baseline went back to normal. The most probable cause of the reported event was flow cell mounting incorrect.

Event description:
On (B)(6) 2017 the customer reported sytem could not pass detector calibration in class with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.